Event description:
Customer reported intermittent lockups. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cpu. System operates as intended.